Manufacturer narrative:
The revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided.

Manufacturer narrative:
The revision reported may have been the result of polyethylene wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. However, the extent and root cause of the reported polyethylene wear cannot be confirmed as the devices were not available for evaluation and radiographs/ photographs and operative notes were not provided. H6: corrected health effect, component, and investigation clinical codes.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2019, and then experienced a revision surgical procedure on (B)(6)2023, approximately 3 years, 10 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.